Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "display is distorted" was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a distorted main display. The main display was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a distorted display; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.